Event description:
It was reported that the patient presented to the emergency room after experiencing inappropriate shocks due to right ventricular (rv) lead dislodgement. Upon review, it was noted that the patient experienced true ventricular fibrillation as a result of the inappropriate shocks. The device successfully converted the rhythm back to sinus with an additional shock. X-ray imaging was performed and revealed that the rv, right atrium (ra) and left ventricular (lv) leads were dislodged. It was also suspected that the rv lead had loss of capture. On 24 jul 2024 the rv, ra and lv leads were successfully explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies to the lead body. S-curve hump height was measured to be within specification. Electrical testing was normal.